Event description:
It was reported that the patient experienced a loss of therapeutic effect five days ago. There was no known accident or event related to the loss of stimulation. The implantable neurostimulator (ins) was confirmed to be on, and increasing the amplitude in either of the patient's programs had no effect. The ins battery level was at 75%. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information indicated the cause of the event was unknown. Impedances on all electrodes were reported to be less than 3600 ohms. Results from x-ray on (B)(6) were documented as "visually all pieces, no apparent break." Normal battery depletion was noted on the implantable neurostimulator (ins). The ins, lead, and extension were replaced. The lead was checked before the replacement, all impedances were greater than 1000 ohms. When the new lead was connected to the existing extension and the ins, bad impedances were shown again. When both the extension and the ins were replaced, all impedances were within normal limits. Paresthesia was reported to be "in recovery." The patient did not require hospitalization and the patient outcome was reported as recovered without sequelae. There were no patient symptoms related to this event. Patient status at time of this report was noted as alive with no injury/no adverse event.

Manufacturer narrative:
Product ID 399930, lot # v010129, implanted: (B)(6) 2006, explanted: na, product type lead. Product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, explanted: na, product type extension. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37742, serial # (B)(4), product type programmer.

Manufacturer narrative:
(B)(4).